Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported pain, swelling & a limp in her right knee. Patient would like to know if implants are subject to a recall.

Event description:
Patient reported pain, swelling & a limp in her right knee. Patient would like to know if implants are subject to a recall.

Manufacturer narrative:
The following devices were also listed in this report: triathlon p/a cr beaded #4r; cat# 5517f402; lot# hyr7l; tritanium bplate triathlon s4; cat# 5536b400; lot# ctd33721; tritanium patella-symmetric; cat# 5556-l-339; lot# px33pt; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event. An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: 'I have had the opportunity to review documentation related to pi including the product inquiry summary, an operative report from the primary total knee, laboratory reports and an implant sheet. Arthroplasty in question. The event description from the product inquiry summaries states: patient reports pain, swelling and limp in her right knee. Patient would like to know if implants are subject to recall. The operative report and implant sheet describe an uneventful primary tka, laboratory results were normal. No documentation was provided to provide a reason for, nor confirm, the patients' claims of pain, swelling or limp following a primary tka.. Should additional information become available I would be happy to further this assessment.'. -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. The patient would like to know if their implants were involved in a recall. It was confirmed that this part was not involved in a recall. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.